Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
The doctor states that the patient arrived at the emergency room in near fatal condition due to not getting enough oxygen from the tank. The doctor states that on oxygen at the hospital the patient is fine. But when they put her back on the tank she starts to drop again. The doctor checked the tank and it is showing 75% full but they can not seem to get any o2 out of the device. The doctor also verified that the device has no damage done to it. Treated for low oxygen and released.